Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary - the analysis results showed that one gst45b cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Event described could not be confirmed as the cartridge was received fully fired. Batch #: r57y9w, manufactured date: 04/06/2018, product exp. Date: 03/06/2021. Additional information requested and received: how was the bleeding controlled? El5ml. How much blood was lost (ml)? Did the patient require a transfusion?no what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? B formed. What is the current status of the patient? Was the patient being hospitalized overnight for observation part of the surgeon¿s normal practice for this type of procedure? No. Or, was the patient hospitalized overnight for observation as a result of the issue with the device? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The patient had to stay the night instead of going home. What color cartridge was used? Blue+stump, gray-mesoappendix. Did the bleeding occur during transection of mesoappendix or appendix stump?-both. How many cartridges were used?-2. Does the surgeon wait 15 seconds prior to firing?-yes. What structure was device on when staples did not deploy?-they did deploy-just constant oozing. Where along 45 mm staple line was issue?-not sure. Was any tissue movement noticed during firing?-no. Were there any patient factors that could have contributed to the reported event?-no. Are any photos or video available?-no. What is the current patient status?-patient sent home next day- patient doing fine. Additional information received from conversation with surgeon.: the surgeon¿s primary concern is oozing/bleeding during appendectomies. He stated more time is spent during the surgery addressing the bleeding which occurs on both the appendix stump and mesoappendix. His typical cartridge selection is blue on the appendicular stump and gray on meso. No issues noted in regard to staple form. On the appendix, the bleeding is noticed on the cut line. On meso, bleeding is sometimes noticed on the appendicular artery. Clips are used intraoperatively to address. The surgeon also mentioned that he waited different times prior to firing and did not notice a difference in outcome.

Event description:
It was reported that during a laparoscopic appendectomy procedure that there was bleeding on the staple line. Unsure as to how the surgeon stopped the bleeding. Upon inspection of the reload it appears that some of the staples did not deploy. Unknown as to how the procedure was completed. Surgeon is keeping the patient overnight for observation.